Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction issue occurred. The date of the event is an approximation. Approximately one year ago (B)(6) 2024, the patient experienced a skin reaction at the g6 sensor insertion site. The reaction occurred an unspecified number of days after sensor placement, in an unknown anatomical location. It remains unclear whether the reaction was localized to the needle puncture site, beneath the sensor patch, or both. Following the reaction, the patient consulted with an endocrinologist, who prescribed an oral antibiotic; however, the specific medication was not disclosed. At the time of reporting, the patient indicated that they would provide details from the medical visit via email, but those records have not yet been received. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.